Event description:
It was further reported that the ria drive shaft has presented a dysfunction. It was either too lateral to entry point and/or there was an incorrect positioning of the relief head. The patient outcome is reported as good.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: a device history record (DHR) review was conducted: part # 352.250s; lot # 6l72741; manufacturing site: selzach; release to warehouse date: 18 feb2020; expiration date: 01 feb2030; supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: hrx. Only event year is known. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter address: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the reamer head and reamer drive shaft broke during an unknown procedure. There was a surgical delay of (15-20) minutes. The procedure outcome is unknown. This report involves (1) 12.0mm reamer head-sterile for reamer/irrigator/aspirator. This is report 1 of 2 for (B)(4).